Manufacturer narrative:
This is a follow-up submission to change the device part number from an ar-7237 to an ar-7237-7.

Event description:
After an initial anterior cruciate ligament surgery (recorded with (B)(4)) patient came for consultation and showed the clinical picture of a movement restriction with painful episodes. MRI showed a significantly enlarged mediopatellar plica. Based on the findings, agreement of arthroscopic surgery with resection of the adhesions. The second surgery took place on (B)(6) 2018. Diagnosis: restricted movement of right knee joint, plica mediopatellaris / suspected cyclops after anterior cruciate ligament plastic. Procedure performed: partial meniscectomy. The surgery was an arthroscopy, with anchor screw, resection of scarring, resection of clear plica mediopatellaris in right knee joint. Evaluation post-op: the examination after end of anaesthesia shows correct mobility to the extent permitted. Part number ar-7237 was involved in surgery. No further information will be provided. Update 08-august-2019: after review of the facility sales it was discovered that the original part number (ar-7237) provided was incorrect. The correct part number, verified by facility sales orders, is ar-7237-7.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
After an initial anterior cruciate ligament surgery (recorded with (B)(4)) patient came for consultation and showed the clinical picture of a movement restriction with painful episodes. MRI showed a significantly enlarged mediopatellar plica. Based on the findings, agreement of arthroscopic surgery with resection of the adhesions. The second surgery took place on (B)(6) 2018. Diagnosis: restricted movement of right knee joint, plica mediopatellaris / suspected cyclops after anterior cruciate ligament plastic. Procedure performed: partial meniscectomy. The surgery was an arthroscopy, with anchor screw, resection of scarring, resection of clear plica mediopatellaris in right knee joint. Evaluation post-op: the examination after end of anaesthesia shows correct mobility to the extent permitted. Part number ar-7237 was involved in surgery. No further information will be provided.